Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-01323. It was reported the patient's cervical trial leads migrated to the right of her original pain pattern thus causing neck pain. As a result, the leads were removed on (B)(6) 2017 day 2 of the trial. Reportedly, future plan is a re-trial..